Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal end of the left anterior descending artery (lad). After a non-boston scientific (bsc) guide catheter was advanced to the ostial of the lad and a non-bsc guidewire crossed and was positioned in the distal end, pre-dilation was performed with 2.5x20 non-bsc balloon catheter under 6 atmospheres. Following pre-dilation, a 3.0x24 non-bsc stent was implanted to treat the lesion. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for post-dilation; however, during initial inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularitiesproduct analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal end of the left anterior descending artery (lad). After a non-boston scientific (bsc) guide catheter was advanced to the ostial of the lad and a non-bsc guidewire crossed and was positioned in the distal end, pre-dilation was performed with 2.5x20 non-bsc balloon catheter under 6 atmospheres. Following pre-dilation, a 3.0x24 non-bsc stent was implanted to treat the lesion. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for post-dilation; however, during initial inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.